Event description:
The pt stated he removed a full insulin cartridge from his infusion device and the plunger stayed attached to the piston rod. The pt stated insulin spilled into the cartridge compartment. He stated that he may have overtightened the cartridge upon insertion. He stated he does not remember if he unscrewed or pulled the insulin cartridge from the infusion device. The pt was instructed on how to remove the plunger from the piston rod and he was instructed to let the pump air dry. No physiological effects were reported. The pt stated he has a backup infusion device and insulin injections if necessary. Upon follow up, the pt stated his infusion device is functioning properly. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.